Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) touch panel is intermittent. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11 additional point of contact: (B)(6). A getinge field service engineer (fse) stated, during the semi-annual pm he had found the touchscreen was intermittent. Tried cleaning the touch surface and recalibrating. The touchscreen remains intermittent. Replaced the touchscreen assembly and recalibrated. Functional tested without any further issues. All worked performed on maintenance so 44634106. Cardiosave iabp services completed. Full pm, calibration, safety, and functionality checks to factory specifications. Released to customer and ready for use. The fat performed a visual inspection and found the part to be in good condition. The fat installed the touchscreen in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual revision r. It was found that certain areas of the touchscreen would not respond to touch. Fat verified the reported failure but no root cause identified. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.